Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had a loss of therapeutic effect. The patient was unable to have an MRI scan because there were open circuits on all combinations. An x-ray confirmed there was a break above the lead-extension junction site. The patient returned to baseline parkinson disease symptoms. Additional information reported that the doctor suspected there was a fractured lead above the extension/lead site. There patient had a loss of therapy. The doctor was planning on implanting new leads, but no date was scheduled. There was no change to the patient's status. If more information becomes available, a follow up report will be sent.